Manufacturer narrative:
January 11, 2016 11:20 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 co2 port detached. The hospital did not report any patient effects. The harvester completed the case with the same device by attached co2 to the distal insufflation port. There were no patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The insufflation tubing was dislocated from short port. Manufacturing process instruction specifies that adhesive be placed approximately 1/8 inch from the end of the insufflation tube. The glue bed should fully circle the tube. The presence of adhesive was observed on the specified area of the tube. A device history record (DHR) has been reviewed with special focus on the short port seal 7mm scope final inspection. The records show the device lot conformed to all applicable procedures and specifications. The test results are available as an attachment to the investigation record. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 co2 port detached. The hospital did not report any patient effects. The harvester completed the case with the same device by attached co2 to the distal insufflation port. There were no patient effects.